Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd896290 and gd896209 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis and passed away coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent, stomach pains and diarrhea. The cause of the peritonitis was unknown. On the same day as the onset, the patient was treated with clindamycin (dose, frequency and route not reported) for the event. Four days after starting treatment, clindamycin therapy was discontinued and the patient was switched to vancomycin (dose, frequency and route not reported). The patient experienced stomach pain and diarrhea after 2 doses of vancomycin. The patient was later hospitalized for the peritonitis, stomach pain, and diarrhea. Peritoneal dialysis was discontinued and the patient was placed on hemodialysis. On an unreported date, the patient experienced cardiac failure. Treatment for the cardiac failure was not reported. Two weeks following the hospitalization, the patient was discharged. On the same day, the patient passed away due to cardiac failure. An autopsy was not performed. No additional information is available. This is report 2 of 4.